Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible detached sensor wire upon sensor removal. Patient also reports bleeding and bruising upon sensor application. Patient did not report any further injury or any medical intervention at the time of contact with dexcom technical support.